Event description:
Report of infection revealed per annual device tracking report. Followup indicated that the pt developed a fever and had a cerebrospinal fluid leak. It was determined that the pt had meningitis. A culture was obtained but the results were not available in the office file. Pt received IV antibiotics. The device system was explanted and the infection resolved.